Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula near the formed needle tip. It could not be determined when this damage to soft cannula occurred. No timeouts and no drive stall were observed in the pod download data. Cracks were found on the top housing of the received pod. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggested that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Patient stated the adhesive was not secure and cannula had dislodged from the infusion site (leg). As treatment, a new pod was applied and a bolus was delivered.